Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that balloon rupture occurred and detachment occurred. The target lesion was located in the peroneal artery. A 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was in use when the balloon ruptured. Half of the balloon was left inside the patient. The procedure was completed another of the same device. No patient complications were reported and the patient's status was fine.